Event description:
User facility reported that the physician was unable to pass cavity integrity assessment (cia) test and physician noted blood backing up into the width gauge. At that time, physician noted a perforation and the case was aborted.